Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: the device could not reach the staple line. Eventually it reached, and when the anvil was connected to the device, the green mark did not become visible. The anvil was stretched again, and then the anvil tilted. A new instrument was used to complete the procedure. No tissue loss/damage, no extended incision, an no blood loss occurred. Surgery time was extended by 30 minutes or more. No pt injury was reported.